Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were 'passing out' and their implantable pulse generator (ipg) 'needed to be replaced due to low battery'. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the patient complications were not related to the device.